Manufacturer narrative:
(B)(4) - there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by patient¿s contact that patient was hospitalized due to an infection. The patient¿s peritoneal dialysis registered nurse (pdrn) also confirmed the peritoneal dialysis patient was hospitalized from (B)(6) 2017 due to abdominal pain and was diagnosed with an infection in the hospital. The cause of the abdominal pain was unknown. The patient's pdrn reported that test was performed in the hospital the patient a high white blood cell count however the culture resulted in no organism growth. The patient was treated with vancomycin. The diagnosis of peritonitis had not been confirmed however the pdrn reported that the infection was probably related to the patient¿s technique and not wearing a mask or washing hands during peritoneal dialysis treatment. A second white blood cell (wbc) test was performed in the clinic and wbc count was 77. Per patient's contact the patient was fine performing cycler-assisted peritoneal dialysis.